Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of ventrio st mesh, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh. Per operative notes, ¿a good-sized fat-containing hernia sac and it was excised, and the fat was reduced into the abdomen. A second hernia defect was identified superior to the main one, this was in the midline. There was also a true umbilical hernia inferior to the main hernia defect. The incision was enlarged, the fascial edges were exposed and repaired as 1 hernia defect. A ventrio st mesh was placed in the preperitoneal space and secured to the overlying fascia using sutures.¿ (B)(6) 2017 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with removal of ventrio st mesh. Per operative notes, ¿the previously placed ventrio st was identified on the anterior abdominal wall at the level of the umbilicus. The mesh was densely adherent to overlying posterior rectus fascia, as well as to underlying peritoneum. The mesh was dissected away from surrounding structures and removed from the abdominal wall.¿ attorney alleged that the patient had adhesions, pain and the patient experienced an allergic reaction to the mesh implanted.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."